Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation with the original folding carton. Visual inspection, using a microscope at 10x magnification, showed loose particles in the optic body compatible with handling the lens out of the sterile environment. One lens haptic was observed distorted, not broken or detached. There is no evidence that the manufacturing process affected the lens and haptics. Manufacturing records reviews: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that this was the only complaint under this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lens. As a result of the investigation there is no indication of a product deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Concomitant medical products. Emeraldc30 cartridge. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the leading haptic got trapped in a door of the loader and broke off when injecting into the patient's eye. In follow-up, it was reported that the haptic broke at the haptic/optic junction. The issue was due to a handling difficulty with the insertion system. Reportedly, the lens was not partially implanted; however, there was patient contact but no change in procedure; no delay or any adverse effects to the patient.